Event description:
It was reported the patient underwent a knee replacement surgery on an unknown date. Subsequently a revision procedure was performed on (B)(6) 2014 due to pain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.